Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ customer has reported the suspect device will be returned for evaluation. Currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that after performing the annual pm there is a constant loud leak at the back of the unit at/near the exhaust tube.no patient involved.

Manufacturer narrative:
The reported customer complaint was duplicated and confirmed by vyaire medical's failure analysis team. The unit under test was received as damaged by service preventative maintenance. The flow mixer block had a damaged o-ring which occurs as a result of improper installation.